Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21feb2019. The customer replaced a faulty oxygen cylinder regulator that was leaking and reportedly starving the v60 of oxygen. Replacing the regulator resolved the issue and the device passed the performance verification tests.

Event description:
It was reported that the ventilator was producing a "chattering noise", however, it did not sound like it was coming from inside the unit. There was no patient or user harm reported. The event date was not specified; estimate used.